Event description:
It was reported that the insulin pump alarmed motor error during bolus delivery. It was stated that the battery was removed and reinserted and a battery out limit occurred and the motor error alarm is recurring. The device was not exposed to a magnetic field. Customer does use the sensor feature and is not able to complete the rewind sequence. Blood glucose value is 600 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No battery out limit alarms were noted. The insulin pump passed the basic occlusion test and the displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime during the prime test due to a faulty. The motor was tested outside of the device and passed. The insulin pump was received with missing segments on the display due to a cracked connector on the display board. The insulin pump was received missing the end cap sticker and had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.